Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated no cause was determined for the high shock impedances. Again, the system remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. The shock impedance measurements have been fluctuating for some time, and a 30 ohms drop in impedances has also been noted in the past. All other parameters are stable. No changes have been made and the ICD remains in service. No adverse patient effects were reported.